Event description:
It was reported that the device was used during a laparoscopic right ovarian dermoid cystectomy procedure. While trying to use the shears, they did not work, plastic piece on shears fell off, was retrieved and when removed from cavity scrub noted shears were very hot. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 4/13/2009. Information anticipated, but unavailable at this time.